Manufacturer narrative:
On receipt of the pad device it was found to be installed with the new software version 3.2.0. The heartsine universal upgrader tool h017-007-024 rev.9 was downloaded and an attempt was made to upgrade the device again. It was successful but when it shut down if froze and produced an error message. The problem with the device has been concluded that it cannot be upgraded using the universal upgrader tool, h017-007-024 rev 9 but can be upgraded using the standard heartsine production epad programmer tool h017-007-038 rev.0. This did not affect the functionality of the device. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The device malfunctioned because it failed to upgrade to new software.